Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date ¿ added d4 gtin # - added based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The visual inspection was not performed due to the device not being returned. The functional inspection was not performed due to the device not being returned. The reported balloon leak during preparation could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject balloon burst before reaching nominal pressure. No further information was available. There are a number of potential causes for the reported event including damage sustained to the device prior to use, damage sustained to the device during use and interaction between the device and other devices. As the device was not returned and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported during the procedure the subject balloon burst before reaching nominal pressure. The balloon was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the procedure the subject balloon burst before reaching nominal pressure. The balloon was replaced and the procedure was completed successfully with no clinical consequences to the patient.